Event description:
The complainant stated that the bed exit will work once but not a second time unless he unplugs the bed and plugs it back in. The bed exit led will illuminate but it will not alarm when a patient exits the bed.

Manufacturer narrative:
The accounts maintenance found an intermittent connection when the head section was moved or the left siderail rotated. He replaced the cable assembly to repair the bed.